Event description:
Hosp personnel report that two extravasations occurred during a contrast injection CT exam. The extent of injury, if any is unknown. One extravasation was 80 cc's and the other 40-50 cc's.